Manufacturer narrative:
B3 date of event - estimated as 45-days post implant with implant date of (B)(6) 2025.

Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up computed tomography imaging procedure. The imaging showed that there was a mitral shoulder and the laa was completely patent. There was no uncovered lobe or leak that was seen, but there was a suspected leak underneath the fabric. The patient will be placed on anticoagulation medication, and the physician has planned a transesophageal echocardiogram (tee) imaging procedure before deciding on further treatment.